Manufacturer narrative:
(B)(4). The sample is reported to be available for return and evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the nurse observed a leak from the luer lock in a one-link needle free IV connector set during infusion of saline solution. When the nurse grabbed the set to investigate the leak, the tubing separated from the luer lock. There was no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A pull test was performed, and the tubing completely separated from the male luer outlet post. Microscopic inspection of the tubing end revealed that the tubing insertion depth was within specification; however, the tubing end appeared to be absent of solvent bonding. The reported condition was confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.